Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2. The home patient (hp) stated that the supply bag had become disconnected. They cycled power off and on to clear the se 2240 followed by a 2367 ending therapy. They closed all the clamps and had the hp disconnect using aseptic technique. The baxter technical service representative (tsr) assisted with removing the cassette and the hp would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. They cleared the error ending therapy. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. A supply bag became disconnected. The hp did not know how. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.